Event description:
The customer reported that during sequential defrosting of 4 portions of cryopreserved allogeneic stem cell concentrate, it was observed an irreversible aggregation of leukocytes. The disposable set was unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: an inspection of product photographs submitted by the customer indicated that the aggregates occurred in non-terumo bct bags. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue a review of this lot number showed no similar occurrences. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause related to the cobe spectra collection procedure could not be determined. The photographs indicate that the stem cell products were cryopreserved in non-terumo bct bags. Possible causes related to the aggregation include but are not limited to the transfer process to the freeze storage bags, the type of cryo preservative used and the process to add the cryopreservative, and/or the conditions to freeze and thaw. The cobe spectra apheresis essentials guide provides information regarding anticoagulant and ac ratios during the spectra collection process.